Manufacturer narrative:
The add'l info noted that the pt expired, but it did not specifically state a date of death. Therefore, no date was added next to the death box. This is one of two device reports associated with event. The associated MFR report numbers: 1225714-2013-12141 and 1225714-2013-12142. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received alleges that the pt subsequently expired.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2011 after the use of the product.